Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had three bladder surgeries and thrombosis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had not had bladder surgery with their office since the device was implanted but noted that it was possible the patient switched to a different urologist. The hcp had no idea what actions/interventions were taken to resolve the thrombosis since it was not covered by their office and noted that the patient was last seen (B)(6) 2016. No further complications were reported or were expected.